Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic torn, debris and clear and brownish residue on lens surface, and missing piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -8.5/2.0/098 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) /2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.